Event description:
It was reported via clinic notes that the patient had a couple seizures and the vns stimulation activations was increased to go off more frequently. No additional relevant information has been received to date.